Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to patient discomfort. Difficulty was encountered with explanting the electrode due to calcification, however, the electrode was able to be successfully explanted. No new system was implanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body confirmed a thin layer of tissue wrapped around most of the shocking coils. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations, however, did confirm a layer of tissue that was felt to have caused or contributed to the explant difficulty. Patient code 3191 used to capture the surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to patient discomfort. Difficulty was encountered with explanting the electrode due to calcification, however, the electrode was able to be successfully explanted. No new system was implanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.